Event description:
It was reported the c2 screw was broken after the operation. The construct was from occipital bone to c2. There was no adverse consequences for the pt and revision surgery is not planned.

Manufacturer narrative:
Screw left in pt, unable to be returned at this time as no revision surgery is currently planned.